Event description:
A report was received that the pt was experiencing swelling, irritation, and a warming sensation at the site when stimulation is on. The physician advised to have a pocket revision surgery, due to the discomfort at the pocket site.